Event description:
On 02/19/1999, the international distributor informed the manufacturer (MFR.) Via a faxed report of the following: there was subcutaneous swelling when injecting drug (heparin) by a syringe which showed there was trouble. By incision and pulling out the device, a breakage at the septum was confirmed. The physician was aware that the resistance was stronger than usual when injecting drug by a syringe. The device was replaced with another MFR.'s device. No further details were provided.